Event description:
During svc of product device was found to not cycle with all leds and constant single tone alarm , due to integrated circuits u24 and u28 on the logic board and u10 on the motor board being out of spec. Replaced u24, u28 and u10.